Event description:
It was reported that during an atrial fibrillation/ flutter procedure while positioning of the catheter, the c3 nav variable lasso catheter in use prolapsed to the mitral ring, causing an entrapment of the its distal segment probably in the subvalvular apparatus. In the presence of cardiovascular surgeon attempts were made to remove the catheter, however the catheter fractured. The patient was moved to ICU and remained intubated while being prepared for extraction by sternotomy.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Further information provided mentioned that the physician stated the event was a natural complication of the procedure due to patient anatomy. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information stated that the physician assumed the adverse event was a complication of the procedure due to the patient's heart anatomy. The fracture of the catheter was a result of the surgeon's attempt to remove the catheter. It was confirmed that there was no part left inside the patient. The patient's updated health status mentioned that the patient had to spend one week in the hospital after the sternotomy but is now in perfect condition. (B)(4). It was reported that during an atrial fibrilation/ flutter procedure while positioning of the catheter, the c3 nav variable lasso catheter in use prolapsed to the mitral ring, causing an entrapment of the its distal segment probably in the subvalvular apparatus. In the presence of cardiovascular surgeon attempts were made to remove the catheter, however the catheter fractured. The patient was moved to ICU and remained intubated while being prepared for extraction by sternotomy. Upon receipt of the returned complaint catheter, visual inspection confirmed that the loop if the catheter was found cut and several rings were not in place anymore. The electrode rings were returned inside a separate container. The returned catheter condition was a result of the sternotomy. Since the catheter was destroyed by external force makes the catheter unable to be analyzed. No testing was performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures.